Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 52 mm diameter abdominal aortic aneurysm. It was reported that after the procedure while the patient was being moved off of the bed, it was noted the patient did not have a pulse in the distal right leg. The physician performed an angiogram and it was noted that the patient's at and popliteal in the lower leg had a clot in them. The physician put a balloon down there and lysis was successful in reestablishing blood flow and restoring pulses. The next day after the procedure the patient was brought back and their leg was decompressed for compartment syndrome. There was thrombus in the infra-renal aorta, and the physician thought that maybe the cause due to manipulation of the device. No additional clinical sequelae were reported and the patient is fine.